Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance and oversensing in the way of noise due to an apparent fracture. In addition, the physician noted a high number of short interval counts (sic). The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID d154vrc implantable cardioverter defibrillator implanted: 2005-(B)(6). (B)(4).